Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was alarming continuously during use on a patient. No patient or user harm was reported.

Manufacturer narrative:
The customer asked a third-party service provider to replace the operation panel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.